Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer from (B)(6) of fever and peritonitis in a (B)(6) male patient coincident with dianeal pd2, unknown bag therapy. On an unreported date in (B)(6) 2011, the patient began dianeal pd2, unknown bag therapy (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011,the patient experienced peritonitis manifested by cloudy effluent and fever. On the same date the patient was hospitalized. On an unreported date the patient began remedial therapy with ciprofloxacin (500 mg, route and frequency not reported). It was not reported whether dianeal therapy as well as remedial therapy with ciprofloxacin were ongoing. The cause of the peritonitis was unknown. The outcome for the event of peritonitis was not reported.